Event description:
Product analysis was completed on the returned generator. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. The generator provided the intended output current for the entirety of the monitoring period. A comprehensive electrical evaluation showed that the device performed according to functional specifications. No anomalies were identified..

Manufacturer narrative:
Section d/h4, f10 and h6, supplemental MDR 1 inadvertently didn't change the suspect product to the generator and indicate through codes that incomplete pin insertion was the believed cause of the high impedance.

Event description:
It was reported that the patient was referred for a vns revision for a new generator and lead due to high impedance (<=10,000). It was reported that after the patient's generator was replaced on (B)(6) 2021, the high impedance resolved. Pin reinsertion was not tried prior to replacing the generator. The explanted generator was received for analysis , but analysis has not been completed on the returned on the generator to date. No further relevant information has been received to date.